Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it was discarded. Reported event was confirmed by review of pictures provided. Device was not returned. Visual evaluation of the provided photos shows fractured device. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was fractured while trialing. No patient injury was reported as a result of the malfunction. Attempt for further information has been made, but no further information has been provided.